Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient the patient initiated a 911/emergency protocol and was hospitalized on (B)(6) 2017 for a low blood glucose (bg) of less than 60 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. It was also reported that that patient¿s bg at time of bolus was 199 mg/dl and their bg went up to 215 mg/dl after drinking orange juice. The patient then administered a combination bolus of 25 units which was released immediately and 55 units were to be released over time. Their bg reportedly dropped to less than 60 mg/dl when the patient was transported to hospital. The patient¿s current bg at the time of the complaint was 158 mg/dl. Reportedly, the patient discontinued pump therapy and received intravenous (IV) dextrose and insulin via injection as treatment. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Troubleshooting indicated the following diabetes management factor contributed to the alleged bg excursion: change in pain level; miscounting carbohydrates. It was also revealed that the patient finished taking steroids for copd two days before the complaint which may have also contributed to the alleged bg excursion. Troubleshooting also revealed that the patient incorrectly programmed the bolus type which is a potential cause of the bg excursion and use error. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hypoglycemia and hyperglycemia was related to use error of the product and the pump could not be ruled out as a contributing factor.